Event description:
It was reported 5 bd plastipak¿ syringes had defective stoppers and leakage past the stoppers. The following information was provided by the initial reporter: "the nurses noticed that a few drops of the drug flow back from the syringe plunger during the pump infusion without actually being detected as an occlusion by the syringe pump; this problem was then observed in subsequent infusions always with syringes from the same batch. It was also found that some of these present both visually and to the touch a small deformation in the most proximal part of the syringe cone."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 bd plastipak¿ syringes had defective stoppers and leakage past the stoppers. The following information was provided by the initial reporter: "the nurses noticed that a few drops of the drug flow back from the syringe plunger during the pump infusion without actually being detected as an occlusion by the syringe pump; this problem was then observed in subsequent infusions always with syringes from the same batch. It was also found that some of these present both visually and to the touch a small deformation in the most proximal part of the syringe cone."

Event description:
It was reported 5 bd plastipak¿ syringes had defective stoppers and leakage past the stoppers. The following information was provided by the initial reporter: "the nurses noticed that a few drops of the drug flow back from the syringe plunger during the pump infusion without actually being detected as an occlusion by the syringe pump; this problem was then observed in subsequent infusions always with syringes from the same batch. It was also found that some of these present both visually and to the touch a small deformation in the most proximal part of the syringe cone."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-mar-2022. H.6. Investigation: multiple samples and one video was provided to our quality team for investigation. Through visual inspection of the video, a leakage past the stopper ribs was observed, there was no visible damage or other defects that could have contributed to the leak observed. All returned product was visually inspected, no molding defects were observed in any of the product and all stoppers were properly assembled onto the plunger rod, however, eleven samples were observed to have damage on the syringe barrel which could have contributed to the leak reported. A device history review was performed for the reported lot 2111081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issues. Inspections records were reviewed for lot and all testing was completed according to procedure, no issues related to the reported incidents was identified. While we could not identify a direct issue, the damage observed can occur within the marking machine.